Event description:
The initial reporter questioned ise results on a cobas 6000 c (501) module. Discrepant results were provided for 1 patient sample tested for sodium (na), potassium (k), and chloride (cl). The initial na result was 159 mmol/l. The repeat result was 144 mmol/l. The initial k result was 5.1 mmol/l. The repeat result was 4.4 mmol/l. The initial cl result was 119 mmol/l. The repeat result was 106 mmol/l. The customer repeated the sample as the initial results were "odd." Repeat testing was performed on a different c501 module. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct. No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) found a fluidic failure and replaced the vacuum tube on the rinse mechanism. The customer performed calibration and qc. Comparability testing was performed between the c501 module in question and the other c501 module with acceptable results. The service actions resolved the issue.